Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("micro-insert had begun to migrate and most likely the source of her left-sided abdominal pain / migrated towards ovaries and other organs") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I and parity 1 in 2009. Previously administered products included for an unreported indication: mirena from 2009 to (B)(6) 2014 and remicade in 2008. Concurrent conditions included crohn's disease since 2008. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 17 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal cramping/ lower abdominal pain") and dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea"). In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain ("severe pelvic pain"), back pain ("lower back pain") and abdominal pain ("left-sided abdominal pain"). The patient was treated with ondansetron (zofran), vicodin (lortab) and surgery (bilateral salpingectomy with removal of essure devices). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, abdominal pain lower, dysmenorrhoea, pelvic pain, back pain, dyspareunia, abdominal pain, menorrhagia, vaginal haemorrhage, nausea and vaginal discharge had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: all symptoms resolved after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: right side properly placet, but left incorrect x-ray - on an unknown date: left essure migrated. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs provided. Information added: patient¿s age, medical/drug history, treatment drugs and events (menorrhagia, abnormal bleeding vaginal, nausea and vaginal discharge). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("micro-insert had begun to migrate and most likely the source of her left-sided abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), dysmenorrhoea ("abnormally severe menstrual pain"), pelvic pain ("severe pelvic pain"), back pain ("lower back pain"), dyspareunia ("painful intercourse") and abdominal pain ("left-sided abdominal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, abdominal pain lower, dysmenorrhoea, pelvic pain, back pain, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. The reporter commented: symptoms have mostly resolved, though some remain diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: left essure migrated. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.